Event description:
The patient fell about 2 weeks ago. This past week, the patient had been feeling a shocking sensation at the neurostimulator location. She first noticed it when the neurostimulator was programmed off and she was lying in bed. Now it was happening more and more with certain movements. The pt was at home. Her status was reported as "good". The pt was encouraged to contact her hcp. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.